Event description:
It was reported that during procedure, the subject stent got stuck in the microcatheter shaft and a part of the subject stent got prematurely deployed within the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, the subject stent got stuck in the microcatheter shaft and a part of the subject stent got prematurely deployed within the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed approximately 4cm from the proximal end of the microcatheter. The stent delivery wire (sdw) and introducer sheath were returned, along with another stent. The microcatheter was unable to be flushed. The microcatheter was cut in order to retrieve the stent. Blood was present within the microcatheter shaft. Blood was present on the stent. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene (ptfe)) present on the distal end of the stent. The sdw was kinked/bent at the distal end. The introducer sheath showed signs of damage. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'subject stent got stuck within the microcatheter. The doctor's opinion was that the stent may have migrated into the microcatheter shaft'. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The stent was received deployed approximately 4cm from the proximal end of the microcatheter. The microcatheter was unable to be flushed. The microcatheter was cut in order to retrieve the stent. Blood was present within the microcatheter shaft and also on the stent. There was an unknown material (possibly some sort of tubing like ptfe) present on the distal end of the stent. The sdw was kinked/bent at the distal end. The introducer sheath showed signs of damage. Based on the available analysis and user-provided information, it appears that the introducer sheath was likely set up appropriately at the start of the procedure. However, the observed damage at the distal tip of the sheath suggests that distal migration may have occurred prior to advancement of the stent out of the sheath. Such distal movement can occur if the rotating hemostatic valve (rhv) vent cap is not optimally secured to the introducer sheath during use. This movement may lead to compression or deformation at the sheath tip opening, consistent with the damage noted during analysis. The presence of significant deformation at the distal tip could, in turn, contribute to resistance or interference during device transfer, potentially resulting in damage to the stent and possibly the sdw as they transition from the sheath into the proximal lumen of the microcatheter. Additionally, the observation of blood within the microcatheter and along the shaft may suggest that continuous flushing may not have been consistently maintained throughout the procedure, which could also contribute to increased resistance during device advancement. Overall, while the exact sequence of events cannot be definitively determined, the combination of distal tip damage and procedural conditions described above represents a plausible explanation for the reported event. Other procedural and/or anatomical factors may also have contributed to the outcome. The as reported codes "stent deployed prematurely during use" as well as the as analyzed codes "stent deployed prematurely during use", "stent deformed", "sdw kinked/bent" ,"stent introducer sheath distal tip damaged" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/use.